Event description:
The hcp reported that the pt was receiving lioresal 2000 mcg/ml with a daily dose of 340 mcg via the pump. The pt was not having any symptoms; however, there was a volume discrepancy with the pump. The expected reservoir volume was 2 cc. The actual reservoir volume was 20 cc. This was the pt's first refill since surgery, so they planned to monitor for now; no troubleshooting would be done at this time. The pt was doing okay.